Manufacturer narrative:
No ch-14m product samples were returned for investigation, however, a photograph was returned showing the clave of ch-14m bag spike markedly bent at the bond to the spike and the spike with an axial crack in the body. The axial crack is typical of environmental stress cracking after exposure to chemo drug and bending stress while being "folded" in a transport container. The DHR (device history review) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. The probable cause of the leakage was ch-14m bag spike bend/break damage during use while packing and transporting chemo drug in a rigid container.

Manufacturer narrative:
The device was discarded at the user facility and will not be returning for testing.

Event description:
The event involved a customer report stating that in the oncology department the bag spike broke and led to spillage of a chemotherapy drug (oxaliplatin). The chemotherapy contaminated the arm of a nurse. The customer stated that the drug leaked due to a micro hole. There was no other information provided.